Event description:
We have been advised by the pt that the device is not a synthes device.

Event description:
A dhs device implanted in 2001 has allegedly contributed to the following: varus deformity of left leg [leg shortening - 1 1/2" shorter than right]; unstable balance [problem walking/standing]; problem sitting ["mortality weight pains"]; lag screw rubbing, jabbing tissue, causing bleeding of tissue; swelling of thigh muscle tissue; slack between femur and pelvis; muscle fatigue with fever. Pt also states they are experiencing "daily trauma pain."